Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customer's age and weight were not provided. The product information was not available as the customer discarded the suspected meter. Therefore, no information was captured for model # and serial #, and device manufacture date could not be determined.

Event description:
The customer from canada reported that his blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer disposed the meter. Therefore, the device is not expected to be returned for evaluation.